Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-02302. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the scs system was explanted and replaced with a drg system on (B)(6) 2021. Effective therapy confirmed post-op.